Manufacturer narrative:
(B)(4). The customer reported that a monitor fell off its mount. No pt harm was reported. The initial investigation supports that the users were not latching the x2 monitor to the fms and were pulling the monitor out of the fms mount, by pulling on the accessories and this is clearly outside normal and expected use. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell off its mount. No pt harm was reported.